Manufacturer narrative:
The reported oad was returned without the guide wire. The driveshaft exhibited a single filar fracture on the proximal side of the crown. The other two filars remained intact and connected to the crown. All filar material was accounted for and the single filar fracture appeared to have recoiled proximally to create the observed gap in the driveshaft. There was no other damage observed. Scanning electron microscopy analysis of the driveshaft fracture was unable to conclusively determine evidence of fatigue. It is hypothesized that the driveshaft fractured due to forces that occurred during removal attempts by the physician, although this could not be confirmed. As the guide wire was not returned, it could not be determined if it contributed to the reported events. When tested, the oad functioned as intended. At the conclusion of the device analysis investigation, the cause of the reported events could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: 09622

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Treatment with a diamondback coronary orbital atherectomy device (oad) was planned for the diagonal and distal left main arteries. The oad was advanced to the diagonal and five treatment passes were performed, however the oad would not cross the 99% stenosed lesion due to the severe calcium burden. The vessel was predilated with a 1.25mm balloon, following which the oad was reinserted and crossed the lesion. One treatment pass was performed without issue, however during the second treatment pass the oad jumped forward, became stuck in the lesion and stopped spinning. An attempt was made to activate the oad in glideassist mode, but the device shut down. The prime button was depressed and the oad was slowly moved back and forth to dislodge the device and remove it from the patient. At this time the patient presented with wrist pain related to the radial access site. An attempt was made to obtain groin access, however mild st elevations were noted and the additional access was abandoned. A diagnostic catheter was inserted and a perforation was noted at the site of treatment. The perforation was the cause of the st elevations. The patient remained in stable condition, and the perforation was resolved using a coil in the diagonal branch. Another csi device was used to continue treatment in the left main, and the patient was in stable condition post procedure. Per the opinion of the physician, the vessel was thought to be 2.5mm in size prior to treatment, but was actually only 2.0-2.25mm, which maybe have been a cause of the complication.